Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was replaced on (B)(6) 2016, because clinical effects were not obtained and ventricular enlargement and gait disorder were noted. According to the surgeon, the patency of the device was confirmed by contrast radiography; however, the pressure setting could not be changed smoothly, and it was finally changed by using a neodymium magnet. The surgeon suspected that the nature of the patient's csf might have contributed to the event.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: a cut / tear was noted in the silicone housing in the needle guard. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, leaked from the cut/tear in the silicone housing. The valve was leak tested, leaked from the cut/tear in the silicone housing. The catheters were irrigated, no occlusions were noted. The valve was reflux tested, the valve passed. The siphon guard could not be tested due to the damage silicone housing. The valve was dried. The valve could not be pressure tested due to the damaged silicone housing. Review of the history device records confirmed the valve product code 82-3148 with lot cvccpz, conformed to the specifications when released to stock in 29th november 2013. The root cause of the problem reported by the customer is probably due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance, this however could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.